Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with glucose rising to 494 mg/dl after a larger-than-usual meal and remaining elevated for approximately five hours; the user administered 6 units of subcutaneous insulin via backup pen and was advised to disconnect from the ilet when giving manual injections. Symptoms included hyperglycemia. Outcomes included the need for therapeutic intervention and interference with activities of daily living. Troubleshooting and education were provided, and a request was made for clinical educator review of reports. Investigation included a review of available use information and user feedback. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that no device malfunction was confirmed and that the event was not reportable as a serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.